Event description:
The patient called in to report the v-go she applied on her abdomen last night came off this morning. The patient confirmed she presses it on for five to ten seconds and runs her finger around the pad. The patient ensures the area is dry before application.